Manufacturer narrative:
Findings: unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Unit received with cracked case at display window corners. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 428 mg/dl at the time of the call. The customer did not mention any form of treatment for their blood glucose levels. The customer stated they had tried all remedies to resolve the no delivery issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.